Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The device displayed nicks on the knife blade. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic sigmoid resection procedure, while connecting the rectum to the sigmoid a hole in the bowel was created during the removal of the instrument. Device was not difficult to open. But upon opening the bowel was pierced trough by the anvil. The device fired as it was claimed by the hospital, the ¿doughnut¿ was intact on all sides. The laparoscopic procedure was converted to an open procedure and the incision was extended more then 1 inch. A laparotomy with stitching of anastomosis was required. The event did not lead to extended hospitalization. The customer suspects that the top hat was not placed in a vertical position. The status of the patient is alive - no injury. Nothing struck the customer as unusual. Uses the product quite a lot and is an experienced user. Firing was done as per recommended.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic sigmoid resection procedure, while connecting the rectum to the sigmoid a hole in the bowel was created during the removal of the instrument. The laparoscopic procedure was converted to an open procedure and the incision was extended more then 1 inch. A laparotomy with stitching of anastomosis was required. The event did not lead to extended hospitalization. The customer suspects that the top hat was not placed in a vertical position. The status of the patient is alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.